Manufacturer narrative:
(B)(4). The device was not available for evaluation. This complaint was not confirmed in the lab due to a lack of sample. A root cause was not identified due to insufficient information. A cause can be air in patient line. The lot number was unknown; therefore, a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center to report a low drain volume alarm (ldv) which occurred on home choice (hc) during initial drain. Drain volume was 3ml and last fill volume was 500 ml. The home patient (hp) stated that there were large air bubbles in the line. The baxter technical representative (tsr) instructed the hp to end therapy and start over with new supplies. No patient injury or medical intervention was indicated at the time of the initial report. Product surveillance contacted the hp on (B)(6) 2011 regarding the reported condition. The hp stated he did not notice any visible damage or abnormalities with the supplies in use and he does not have any idea how air may have gotten into the line. The hp indicated that does not remember the alarm as well. Per hp, the sample has been discarded and did not know the lot number of the supplies. The hp informed his registered nurse (rn) about the alarm. The hp stated he has been getting a lot of low drain volume alarms and talked to his nurse today and they would be lowering the initial drain alarm. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.